Manufacturer narrative:
Pt has lupus and anti-phospholipid syndrome. Pt's current health condition may affect coagulation test and may lead to unexpected inr result. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at the time complaint was filed: date: (B)(6) 2011, inratio meter = 4.0 inr; reference = 3.0 inr, mean = 3.50; confidence limits = 2.0-5.0. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Inr reported to have met the criteria for accuracy. No further investigation required at this time. Recent test conducted on lot 246050 on 4/20/2011 met accuracy criteria. Test results are as follows: donor 14 = 2.0, 1.9, 2.2 inr; donor 15 = 3.7, 3.5, 3.5 inr. At least two out of three replicates are within the allowable bias (change to + or - 1.0) of reference results for donor 14 (1.97 inr) and donor 15 (2.91 inr), respectively. No further investigation required at this time. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B)(4) no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: 4.0, lab: 3.0. Pt has lupus and phospholipid antibodies; she also has a history of anemia.